Event description:
Catheter fractured during re-wiring portion of modified seldinger technique for insertion of a femoral central venous catheter. Unable to retrieve internal portion. Surgical femoral vein cutdown did not reveal catheter outside of the vein. Guidewire was left in position.